Event description:
During laparoscopic cholecystectomy the doctor was using a covidien endo clip iii. Upon the 3rd clip application the "bottom of the 3rd clip jaw did not form" deeming the multiple clip defective.